Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: h3, h6, h8. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around objective lens was peeled. Reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust, dirt, humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the endoeye flex deflectable videoscope had the image flickers occasionally when viewed from a downward angle (low angulation). The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.